Manufacturer narrative:
Device used for treatment not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reportedly, the surgeon encountered issues during an anterior lumbar fusion with the synfix-lr 15mm at l4-l5 and the antegra construct at l5-s1. After inserting the spacer, the surgeon attached the 12mm synfix mini-open fixed handle aiming device and used the low profile u-joint awls for the trajectory of the screws. The surgeon inserted the downward synfix-lr 4.0mm ti locking screw 15mm. He had difficulties inserting the upward right synfix-lr 4.0mm ti locking screw 20mm at l4. The surgeon removed the upward right synfix-lr 4.0mm ti locking screw 20mm at l4 because he felt it was too short. He attempted a synfix-lr 4.0mm ti locking screw 25mm screw instead, which did not advance all the way through. The surgeon then decided to remove the aiming device and both the 15mm and 25mm synfix-lr 4.0mm ti locking screws. When attempting to remove the synfix-lr 4.0mm ti locking screw 25mm screw the plate came off of the synfix-lr spacer. The surgeon removed the spacer and implanted a new synfix spacer with an anterior plate. The surgeon assembled the new aiming device on the plate and inserted all the new screws. He still had difficulty with the upper right screw (synfix-lr 4.0mm ti locking screw 20mm) at l4. After reviewing the final fluoroscopy image, the surgeon decided to replace the l4 top right screw. The surgeon was unable to replace the screw because the screw stripped when trying to remove it. The surgeon elected to leave the stripped screw implanted. The procedure was successfully completed without any reported patient harm. The reported event resulted in a 15-minute delay. It is unable to determine which of the aiming devices is the suspect device. This is report 3 of 12 for complaint (B)(4).